Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The patient stated that she had a mammogram, which she felt the device move. No additional information was available.